Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/09/2013: the device was returned to animas and evaluated by product analysis on 06/10/2013 with the following results: pump has visible moisture behind the display lens. Pump does not power on; no audible or vibratory sounds. The attempt to download the pump history and black box was unsuccessful. In house leak test fails with display lens leak. Removed the pump cover; internal moisture was found in the pump. Unable to complete full investigation due to inability to power on the pump and internal moisture damage.